Manufacturer narrative:
Based on current information, recurrence of this event could lead to a serious adverse event because medical intervention and sometimes surgical intervention is needed to remove the catheter in order to prevent serious injury. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: complaint description: it was functioning normally during the pretesting. However, it failed to deflate when in use. Item was pulled out directly. No harm or injury to patient.